Event description:
No additional information.

Manufacturer narrative:
No photos displaying the reported defect or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd ext extension set with maxzero nfc leaked. The following information was provided by the initial reporter: issue: IV that is leaking out the tube connection. Event date: 6/18/2025. Was there injury? No - circumstances or events that have the capacity to cause error.